Manufacturer narrative:
(B)(4)

Event description:
It was reported that during placement of the lead, the physician noted a white ring of plastic slightly distal to the pin. There were no electrical anomalies, so the lead remained implanted and patient in stable condition. It was noted that the plastic was left-over from manufacturing and there are no bio-compatibility issues.